Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there were no blood return in some instances, and other times, blood flowed continuously in (10) devices. No patient or user impact reported; samples were recollected.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2b medical device type: one additional code applies; jka. D.2a.common device name: blood specimen collection device; intravascular administration set. Investigation summary: bd received six (6) samples for investigation. The samples were evaluated by visual examination and deformed packaging with the incident lot was observed. Also, each of the six (6) returned samples were used to draw a tube with water and all tubes filled as expected, the issues of insufficient blood flow or water flashback and sleeve leakage were not observed. Additionally, fifty (50) retention samples from bd inventory were evaluated by visual examination and the issue of deformed packaging was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of deformed packaging based on the returned samples and unconfirmed for insufficient blood flow and sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".